Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact initially reported clogged tubing sets. The reported event of clogged tubing sets are not reportable; however, during verification testing, two used tubing sets were received. One used tubing set revealed that the silicone sleeve of the clave port of the tubing set was stuck in the open position. The second tubing set passed testing. Additional information was received from the customer contact who reported an unspecified syringe was used to access the clave port. The tubing set was replaced and the therapy was resumed.